Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving hydromorphone, baclofen, and bupivacaine via an implantable pump. The indications for use was non-malignant pain. It was reported that yesterday the patient went to have their pump filled and the nurse said they were seeing a code 328 and told the patient to call the manufacturer to find out why. The manufacturer's patient services specialist (pss) reviewed code 328. The patient confirmed "yes I did have an MRI with the current pump that is implanted". The patient stated at the fill, the nurse also reported a "volume discrepancy". The patient stated that the nurse told them there was about "20 days worth of medication in the pump". Pss reviewed and suggested having the nurse call the pump technical services when they go back in for their next fill. The patient stated that would be in about three months. Troubleshooting was not required. The issue was not reso lved as troubleshooting is not needed. The patient was redirected to their healthcare provider to further address the issue.